Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿.

Event description:
The user facility reported that a 67-year-old male with a history of heart failure required to have heart surgery. The procedure required the assistance of an impella 5.5 pump which had a high purge pressure/system blocked alarm occur. In addition to that, the user also encountered a "purge disk not detected" alarm following the cassette change and an automated impella controller "unable to identify the placement of the purge disk" after the cassette change. Despite these issues the doctor was able to complete the procedure successfully. There was no harm to the patient reported because of these incidents.

Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. High purge pressure occurred on june 12 and june 27th, both instances resolved by using tpa in the purge. The cause most likely was biomaterial issue. No complaint product return. Data log was reviewed and high pp was confirmed and was resolved when tpa was added. Long purge change preceded the second hpp event on the 27th.